Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97792, lot# n540074, implanted: (B)(6) 2015, product type: accessory. (B)(4).

Event description:
The healthcare provider (hcp) reported the patient complained of heating at the pocket site. The patient claimed the device was heating up internally at the pocket site when using it. The patient experienced this sensation after the device was on for 15 minutes, and would then feel like he needed to turn it off because of the heat. The patient didn't have stimulation on during charging, and didn't have a problem with heating at that time. It was noted the implant was working for stimulation coverage. There were no traumas or falls reported. Impedance testing was performed with results of 613-1226 ohms. The amplitude was reduced and therapy impedance testing was performed with results of 412 ohms and 387 ohms. A new group was created with bipole of 3+, 4-, pulse width 450, rate 60 hertz, and 3.5 volts and the battery heated up and the patient's skin was hot to the touch within one minute. The patient stated this was typical, and the battery would continue to get warmer until he had to shut it off. The manufacturer's representative (rep) met with the patient and pulled a manufacturer file regarding information about the battery heating. Relevant medical history includes spinal pain.

Event description:
Additional information from the manufacturing representative reported they used an exogen thermometer and found that there was no heating at the site or anywhere.

Manufacturer narrative:
Analysis of the returned neurostimulator model 97714, serial #(B)(4), showed no significant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received from a manufacturer representative reported that the patient had their implantable neurostimulator (ins) explanted. There was no other testing done as the patient let their battery completely die. It was noted that there was no heating.